Event description:
It was reported that there was an attempt to implant the left ventricular lead. Follow-up attempts yielded no further information. No patient complications were a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary results revealed no anomalies found; the full lead was returned and analyzed. Further testing revealed blood/body fluid on all conductors (not obstructed).